Event description:
It was reported by the affiliate in japan that during a facial paralysis surgery on (B)(6) 2022, it was observed that the micro quickanchor plus preloaded with 3/0 ethibond suture and v-4 needles device was difficult to insert to a burr hole. According to the report, the anchor at the tip of the device came off when the surgeon was trying to insert the anchor, and the device could not be used. Another like device was used to complete the procedure with a delay of within 30 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up mdwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. Visual observations reveals that the plastic sleeve that holds the anchor was found retracted to the fully open position, due to this, the anchor was released. The suture is in good condition. The anchor has no structural anomalies. Rests of biological matter can be observed on the transparent slide cover and sutures. A manufacturing record evaluation was performed for the finished device 8l25809 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, the operator could have slidden the plastic sleeve that holds the anchor at the moment of inserting the device, leading to a pre-released anchor. As per IFU: the steps for proper anchor release are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.